Event description:
Trauma pt, pt has stab wound; surgery: opened chest, pulled core crash cart brought to operating room, opened # 1 sterile zoll internal defibrillator paddles, but it malfunctioned. Run to pacu and pulled pacu crash cart and connected paddles to pacu zoll defibrillator machine. Again, did not work. Meanwhile, ir crash cart was also pulled to operating room, opened a new second set of defibrillator paddles from ir crash cart that was functioning. Sent # 1 malfunction internal defibrillator paddles to spd to recheck. FDA safety report ID # (B)(4).